Event description:
It was reported externalized conductors were observed via fluoroscopy. The leads electrical parameters were in range. Lead remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.